Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02316, 3007042319-2015-02317 and 3007042319-2015-02318) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that "the controller switches from one power port to the other one before the battery is down to 25%". The controller was exchanged without issue and five batteries were replaced. Investigation is ongoing. This is report 1 of 3.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of critical battery alarms and premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02316, 3007042319-2015-02317 and 3007042319-2015-02318) submitted for devices related to the same event.